Event description:
Per the audiologist, the patient reported failing and hitting her head in 2006. The patient reported experiencing decreased sound quality from her cochlear implant system since the incident. The results of an integrity test done in 2007 showed failure of multiple electrodes. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.